Event description:
A malfunction was reported on the pump, but no notable events occurred prior. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the caller with the reset. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to call back if any issues recur, which the caller acknowledged and understood.